Event description:
A report was received that the patient experienced pain at the ipg pocket site. The patient was hospitalized on and underwent a revision procedure in which the ipg was transferred from the right gluteal area to the left gluteal area. The patient was discharged the next day. The event is considered to be related to the surgical procedure.